Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. It was reported that the customer was pregnant and had issues with the infusion sets and had high blood glucose. The customer was hospitalized in the emergency room for about 6 hours. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. Customer declined to troubleshoot for the high blood sugar. The insulin pump will not be returned for analysis.